Event description:
During laparoscopic cholecystectomy ligaclips were applied to the cystic duct. Later at another hosp the pt was operated upon again & clips were not found in place. A bile leak had occured.